Manufacturer narrative:
When user was leaning on, the walker in the bedroom turns left handle outward and drops rapidly. Patients then lose balance and fall head over heels backwards. The knob on the left side just goes around and around without it fixating and stops, does not therefore put handle in place. Handle was set straight within the permitted range of adjustment. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
When user was leaning on, the walker in the bedroom turns left handle outward and drops rapidly. Patients then lose balance and fall head over heels backwards. The knob on the left side just goes around and around without it fixating and stops, does not therefore put handle in place. Handle was set straight within the permitted range of adjustment. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).